Manufacturer narrative:
UDI: (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Patient was revised to address a clicking noise. The sales rep had also reported that the ceramic head had fractured and severely scratched the poly liner.

Manufacturer narrative:
Patient was revised to address a clicking noise. The sales rep had also reported that the ceramic head had fractured and severely scratched the poly liner. Examination of the reported devices confirms ceramic implant fracture. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information and the returned product have been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. The investigation will be closed with an interim report and will be reopened when the ceramic supplier¿s report is completed. Addendum added 11-april-16. Following receipt of the supplier's investigation report (B)(4). The complaint was re-opened and transferred to bioengineering for review 24-march-16 ((B)(4)). A report was received from bioenginering 04-april-16, advising: "liner bearing surface very damaged with ceramic liner debris present. (B)(4) report reviewed. No device deficiency noted. Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Conclusion and justification status: patient was revised to address a clicking noise. The sales rep had also reported that the ceramic head had fractured and severely scratched the poly liner. Examination of the reported devices confirms ceramic implant fracture. The patient is considered obese. It is stated in the warnings and precautions that excessive patient weight tends to adversely affect hip replacement implants. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The initial review of the information made available to the investigation found the product was to specification at the time of manufacturing. This information and the returned product have been sent for further investigation to the ceramic supplier. The supplier will carry out further in-depth analysis to assist in the determination of the root cause. The investigation shall be closed with an interim report and be reopened when the suppliers report is completed. The investigation will be closed with an interim report and will be reopened when the ceramic supplier¿s report is completed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.